Event description:
Same case as MDR ID#: 2134265-2011-04060. Reportable based on analysis completed on 30nov2011. It was reported that during a rotational atherectomy treatment procedure removal difficulties occurred. The 90% stenosis lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.25mm rotalink plus burr was advanced through an unspecified 7f guide catheter to the target lesion and ablation was performed without issue. To continue the procedure, the 1.25mm burr was exchanged for a 1.75mm rotalink plus burr however the physician felt that the rota guide wire had become "looped" or kinked and the burr became stuck on the wire. As a result, the guide catheter was left in place and the 1.75 burr and guide wire was exchanged for another 1.75mm rotalink burr and a new guide wire. The 1.75mm burr was advanced past the target lesion but could not be withdrawn. In an attempt to remove the burr from the lesion, a non-bsc guide wire was inserted into the 7f guide catheter to allow for advancement of a balloon, however this was not successful. Next, vascular access was obtained in the opposite groin and an unspecified 6f guide catheter was advanced. The previously placed 7f guide catheter was then pulled into the aorta and the 6f guide catheter was placed in the ostium along the side of the stuck burr. An unspecified guide wire and 2.5mm apex balloon were then advanced distal to the burr and inflation was performed. The 2.5mm balloon was subsequently exchanged for a 3.0mm quantum apex balloon and inflation was again performed. The burr was then successfully removed along with the 7f guide catheter. The procedure was completed with a different device. No further complications were reported and the patient's status is stable. Analysis of the returned rotawire guide wire revealed that the device was fractured. Additional info was then obtained which revealed that the device had kinked during the procedure and was subsequently exchanged for a second guide wire. The guide wire then fractured upon removal outside of the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the rotawire guide wire was received for analysis. Visual analysis revealed kinks along the body. Additionally, the core wire was fractured at 329.5cm from the proximal end and the spring tip was elongated. The length of the tip could not be measured due to this damage. Dimensional analysis found all outer diameter measurements to be within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).